Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available, a supplemental report will be submitted.

Event description:
This procedure on the cfa was performed in (B)(6) patient had a popliteal aneurysm with thrombus recently. On angiography, significant tp trunk disease was found. An 014 wire was passed into the peroneal and aspiration was performed. A 3.5x3.0x210 nanocross was deployed from the popliteal into the peroneal. This ruptured on inflation. The physician was unable to retrieve. The distal nanocross balloon and end piece was left in situ. The physician could not snare this either distally or proximally. The piece of the nanocross was overstented with a 4x60 stent with reasonable result.